Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support educated the customer to use room temperature insulin to fill the cartridge. Customer declined to troubleshoot the issue further with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.